Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. Implanted date unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
The customer reported that the dental implant was removed. No explanation or event details was provided.

Event description:
Additional information: this complaint was opened based on the complaint form that showed an implant was received. However, during inspection, it was found that the returned product is a non-zimvie abutment. Based on this additional information, this is not a reportable event as zimvie does not have reporting responsibility for this product.

Manufacturer narrative:
This report is being submitted to relay a correction to the initial submission report 0001038806-2022-01668. Correction: the device reported was an unknown zimvie implant. However, during inspection, it was found that the returned product is a non-zimvie abutment. Based on this additional information, this event is not a reportable event as zimvie does not have reporting responsibility for this product. No further medwatch reports will be submitted for this event. The following sections are being reported: b5: description of event was updated b4: date of this report was updated g3: date received by manufacturer was updated g6: type of report was updated h2: type of follow up was updated h10: additional narrative/data was updated.